Event description:
Philips received a complaint by the customer on the v60 indicating while the device was in use on a patient to assist in patient breathing, the ventilator alarmed due to low oxygen concentration. The tubing was checked and found to be intact, and the oxygen supply was well-connected. To prevent the patient from experiencing insufficient oxygen, the ventilator was disconnected, and a manual resuscitation bag was used to assist breathing. After restarting the ventilator and calibrating the oxygen concentration, the ventilator no longer produced alarms. There was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) it has been confirmed that the device was repaired and put back in service. However, the customer had a 3rd party vendor repair the device so therefore, no further information that will be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.